Event description:
A customer reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with comprehensive instructions for resetting the pump, and after the reset, the error did not reappear. The customer was advised to wait 20 minutes before starting their sensor session, which they acknowledged and understood.